Event description:
Reporter indicated that the patient presented to the physician's office with an increase in seizures and the inability to feel device stimulation. System diagnostics test performed resulted in high lead impedance indicating a possible lead malfunction. The physician's office reported that the patient has not reported any recent injury or trauma that may have damaged the vns therapy system. X-rays read by manufacturer noted no obvious lead breaks. The orientation of the negative electrode appeared to be abnormal in relation to that of the positive electrode. The patient underwent revision surgery, at which time the lead was replaced. The explanted lead was returned to manufacturer in four pieces for analysis. The lead was returned without the electrode section, so a complete evaluation could not be performed. Analysis was performed on the returned lead portions and the reported high lead impedance was not verified. Continuity checks were performed with no discontinuities identified. No anomalies were identified with returned portions of the lead which may have contributed to the reported high lead impedance.

Manufacturer narrative:
No anomalies were identified with returned portions of the lead. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.